Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported that their device was taking too long to charge and poor coupling (only sees 2 coupling boxes.) The patient reported that their stimulation won't turn on. The patient was connected to the recharger and the patient saw a "need to charge screen" on the recharger. The recharger was not responding to button pushes. The patient was walked through a hard reset and the issue was resolved. The patient stated that the connector pin was intact. The patient reported seeing a "charge ins" screen on the programmer. The poor coupling (2 boxes) has happened since implant. The patient reported that the ins sits at an angle. Prior to the call the patient stated that they would sit in their recliner with their back pressed up against the chair. The patient was walked through troubleshooting of repositioning the antenna and using the belt. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to address the ins being tilted in the pocket. No further complications were reported or anticipated. No symptoms were reported. A manufacturer's representative (rep) was contacted to address the issue as well.